Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced spi to motor pic communication error and off no power without low battery indicator. The customer's blood glucose reading was 150 mg/dl. The customer did not receive low battery alert prior to off no power alert. The insulin pump will not be returned for analysis.